Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was scratched. A visual inspection was performed and showed the scope to have distal tip damage and scratches on the negative lens. This damage is caused by contact with another source. No manufacturing related defects were observed. Corrected from serious injury to malfunction.

Event description:
It was reported that during a shoulder surgery the device was scratched. No back up device was available.